Event description:
It was reported that the user deployed an infusion set incorrectly by failing to remove the adhesive from the applicator, which necessitated changing the infusion set and prompted a call to customer care for assurance that the tubing was properly primed. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution through guided troubleshooting without alarms or need for medical intervention. Investigation included customer service-led education and execution of a fill tubing process after disconnecting from the body. Investigation of this case revealed user setup error related to infusion set application, with the infusion set and cartridge components functioning as intended once properly primed and connected. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.